Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) levels with the highest bg of 270 mg/dl and the lowest bg of 54 mg/dl. The low was treated with food, and the high was corrected by the ilet algorithm. The user reported no symptoms, and no medical intervention was required.